Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the tip broke. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation found that the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. The device did not work properly because the prongs of insertion fork were not designed to hit on hard surfaces, then when accidentally this happen the internal components in cannula spindle cannot slide properly. The cannula cap was properly attached to the cannula tabs, it was not damaged.